Event description:
Surgeon performing spinal fusion anterior cervical 3-4; artificial disc replacement 4-5, 6-7; hardware removal c2-3 procedure in or#5. A prodisc inserter instrument used by surgeon to place prodisc artificial disc implant at level c6-c7. Prodisc inserter instrument removed from implanted artificial disc at level c6-c7, and it was noted that a metal piece of the prodisc inserter instrument was missing from the instrument. Sterile field, all surfaces around the sterile field, and the floor were searched for missing piece of prodisc inserter instrument. Needle magnet was utilized to search operating room floor. Metal piece of prodisc inserter instrument noted on x-ray by surgeon and surgical team prior to closure. Surgeon noted it would be a risk to remove retained object. Biospace, urbandale, ia 50322 us. FDA safety report ID# (B)(6).